Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the loop on the resection electrode disintegrated inside the patient. The procedure was completed with a different but similar electrode. There was no patient injury reported. Olympus followed up with the user facility to obtain add'l info regarding the report with no results.

Manufacturer narrative:
The device has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. The device history record was reviewed and there were no problems noted during the manufacturing process.